Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. Customer stated that they went out to dinner and gave insulin through the insulin pump and got a no delivery alarm. Customer stated that they changed site and her their blood glucose level went up into the 400 mg/dl and current blood glucose level was 450 mg/dl. Customer states they performed a 5.0 unit fixed prime. Customer states the insulin exited. Customer declined troubleshooting for the items they mentioned. Customer treated for high blood glucose with manual injection. The devices will not be returned for analysis.